Event description:
The customer reported leaking lysis buffer and liquid waste from the alinity m instrument. A crystalized spot of the leaked solution was visible when opening the system solution drawer and on the floor. The leaking liquid was outside of the footprint of the instrument. The customer was wearing ppe (personal protective equipment) and had not been in contact with the leaked solution. There was no injury associated with the leak. A local field service engineer (fse) was dispatched, and the customer was advised to clean the instrument. The fse extensively cleaned the instrument and the floor below and around it. The fse inspected the tubing, connectors, nozzles, bottles, and pumps. Diagnostic procedures were performed. Everything passed and the instrument was handing back to the customer. There was no report of injury or exposure regarding the reported leak. This incident is being reported to FDA because the incident occurred in germany using the alinity m system, list 8n53-02, which is also us FDA approved.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).